Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting for the issue. No additional patient or event information was available.